Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer disconnected tubing, performed fill tubing step to make sure that insulin drops were seen then resumed insulin to resolve the issue.